Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the patient reported issues with the infusion sets function. It was reported that a line blocked alarm occurred. The patient stated the halo data indicates that the first alarm was received at 3:53 am. The patient reported that they resolved with the current cassette at that time. In the morning, after eating breakfast they received another line blocked alarm at 10:21 am, and at that time, the patient stated they changed the site and cassette. The patient reported that they received this line blocked alarm on other occasions. The patient felt from their experience that the infusion set only worked for 2 days and that they needed to replace it. The patient reported that they used their upper thigh because of history of buttock use with other devices and wanting to give the site a rest. The distributor discussed the alternate placement sites as well and recommended possibly using a different site. The patient stated they were now using a different brand device which they had felt may help rather than rotating the sites. The issue was resolved. The event occurred during use, and there were unknown signs or symptoms experienced.